Event description:
It was reported that this right atrial (ra) lead exhibited jumpy impedances. The measurements ranged from 600 ohms to 1000 ohms which remained within normal limits. Technical services (ts) reviewed the daily impedances trends report and was able to confirm that there was a drop in impedance measurements the past 12 months, however the measurements had remained within normal limits. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).